Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and haptic was torn during insertion. The lens was removed and replaced without any patient incident.

Manufacturer narrative:
Results: visual inspection of the returned product showed that part of the optic and a haptic had been torn. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.